Manufacturer narrative:
Product ID: 3889-28, lot# va19c6g, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Information was received from a manufacturer's representative (rep) regarding a trial patient. It was noted that the rep tried to decrease the amplitude to 0.0ma and then increase it with no effect. It was reported that there was an error code 59 (settings not available) seen on the controller. It was confirmed that the perc extension was seated properly and was still getting the same message. The rep reported trying a different external neurostimulator (ens), but still got the error message. The rep was going to try and change out the twist lock to resolve the error message. Additional information was received that the issue was somewhat resolved. Program 2 (1-, 3+) worked for the patient, but programs 1 and 3 could not increase stimulation past 0.1. The rep reported trying a different ens, different controller and a different twist lock cable. The patient was even taken back into the operating room and opened up the pocket to see if the set screws were tightened on the perc extension as well as being able to see all 4 blue. Everything was fine. The cause of the error message was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.